Event description:
Philips received a complaint by the customer on the v60 indicating that there was a battery failure. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was battery failure. The customer had already ordered the battery and wanted to know when they will receive the order. The customer provided the remote service engineer (rse) with the part order (po) number to escalate the order. Device evaluation and repair are pending.

Manufacturer narrative:
The customer replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.